Event description:
It was reported that a review of the presenting electrogram (egm) was done due to low left ventricular (lv) lead pacing. Technical services (ts) was consulted, discussed each r wave has an inhibited lv pace. Ts noted that this will require in person evaluation to determine what is being oversensed and discussed possible reprogramming options. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).